Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The customer reported that no additional information will be provided. The submitted log files captured the pump operating as intended at the set speed. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown. The patient¿s outcome was not device or therapy related. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.